Event description:
The entire lead assembly (excluding the electrodes) was returned for analysis in one piece. No anomalies that would have contributed to the reported high impedance condition were identified on the portion of the lead assembly that was returned; however, since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Reporter indicated that device diagnostic testing resulted in high lead impedance reading (dc-dc code 7) only when the patient is in certain positions, indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The patient also indicates that when in certain anatomical positions, device stimulation "reels unusual". Revision surgery was already planned because treating physician believed that the generator battery was approaching end of life. The patient underwent revision surgery, during which both the lead and generator were replaced. The lead was replaced at it was suspected that a minute lead break was the cause of the intermittent high lead impedance test results. Intraoperative device diagnostic testing of the replacement system was within normal limits, indicating proper device function. No adverse event was reported in conjunction with the high lead impedance condition.